Event description:
It was reported that the atrial lead exhibited exit block. During the explant procedure the distal electrode of the lead became embedded in the distal right pulmonary artery. Attempts to remove the fragment were unsuccessful.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.